Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that the patient's first device they had implanted was aborted because the patient was slurring their words. No further patient complications were reported/ anticipated as a result of this event.